Manufacturer narrative:
The customer reported that the system powered off and on. The company service representative examined the system but did not indicate replicating any issue related to the powering off and on issue. The company service representative performed the cpc connector retrofit, the system fan kit retrofit, and a software upgrade. The system was then tested and met all product specifications. The system was manufactured on november 17, 2009. Based on qa assessment, the product met specifications at the time of release. A review of complaints for the last 24 months did not indicate any additional related reports for this system serial number. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the system powers off and on. Additional information has been requested.